Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mom reported via phone call that her son experienced high blood glucose level 430 mg/dl. Customer stated that the insulin pump had pump error alarm. Customer stated the pump was not dropped or bumped. Customer stated that the insulin pump did not pass displacement test. Customer stated that the insulin pump did not alarm pump error during rewind. Customer stated that the insulin pump passed self test. Customer reported they were able to clear the alarm. Customer states they were able to rewind the pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the auto mode was not active at the time of incident due to pump error received.